Event description:
It has been reported to philips that the flexvision pc would not boot. It stuck at 0:00. The system was not in clinical use. There was no reported patient or user harm. The customer was provided a quote to have the system evaluated. The customer rejected the quote and no device inspection was performed by philips.